Event description:
It was reported that an increase in capture threshold and a decrease in r-wave amplitude was noted. The lead was explanted and replaced. The patient was in good condition following the event.